Event description:
The surgeon attempted to insert a 3-piece silicone lens model aq2010v . The lens haptic tore prior to insertion and the cause of the lens damage was unknown. The lens was not inserted and there was no patient contact or injury.